Manufacturer narrative:
Manufacturing site evaluation: the product is available for investigation, the fragment is missing. The received magazine was decontaminted according to our internal standard procedure. Visual inspection showed a broken off fragment on one of the lateral webs. At the outside the surface has a near breakage zone small cracks which indicate an overload situation for the material by tensile stress. The topography of the breakage surface are a sign for bending stress towards inside. No material - abnormalities like holes, pores, or inhomogeneity were detected. Batch history review - the device history file has been checked for the available lot number 52388042 and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause is most likely usage related. Rationale - the fracture surface shows no signs of material fatigue, holes, pores, or any other abnormalities, therefore we can exclude production failures. The fracture was caused most likely from external forces that have overloaded the material. The stress-direction shows a possible failure when mounting the magazine on the applier-shaft without correct alignment. The lateral web gets damaged when colliding with the edge of the outer tube of the applier shaft. According to our manual the user has to check the integrity of the magazine before each use. Instructions for use (IFU): safe handling and preparation - - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components - do not use the product if it is damaged or defective - set aside the product if it is damaged corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a challenger ti clip cartridge. According to the complaint description: "a plastic fragment (1mmx3mm) of cartilage was found missing after used. The missing part was not found, suspected remain in patient's body. X-ray was not performed. Photos and complaint sample are available." Type of surgery: laparoscopic partial hepatectomy applicator: pl604r, not available for investigation. The broken fragment remained in situ. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).